Event description:
The doctor was using a rotary file for a root canal. The file broke in the patient's tooth. The doctor sent the patient to a specialist to have the file removed. The customer reports that the specialist was able to remove the separated file and the patient is doing okay. No other information was provided.